Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown , medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0041290 , medical device expiration date: 2025-02-28 , device manufacture date: 2020-02-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
H6: investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe in a poly bag from lot # 0041290. Customer states that there is needle/shield separation from the barrel when removing the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0041290. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint. Root cause: cracked and raised hubs; both defects may cause the needle assembly unit to not snap fit onto the barrel. CAPA (B)(4) has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 3 syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel when removing the shield.